Manufacturer narrative:
The insulin pump was received with a motor error alarm during rewind and the problem isolated to the motor. The insulin pump was received with a bleeding lcd glass. The insulin pump was received with a minor scratched display window. The insulin pump was also received with a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a missing lcd or missing segments on the insulin pump. Customer also reported some parts were broken on the pump.